Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose values due to issues with bent infusion set cannulas. The patient's highest blood glucose has been 515 mg/dl, which the customer treated via insulin pump bolus. The patient's current blood glucose is 331 mg/dl. He reported that he felt good. Troubleshooting was declined for the insulin pump. The customer mentioned that he had an infection at his site; he inserts the infusion sets on his upper thigh a few inches up from the knee. The sets that he has inserted on his outer thigh do not stay connected well. The customer has replaced five infusion sets due to bent cannulas. One infusion set will be returned and three replacement sets will be shipped to the customer. The insulin pump will not be returned or replaced.